Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed and the root cause is attributed to clinical use and excessive force during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that a drainage catheter was placed within a patient on (B)(6) 2021. The patient tolerated the procedure well. No injury to report. During a scheduled drainage catheter replacement / follow-up appointment procedure on (B)(6) 2021, the catheter was flushed with contrast under fluoroscopy, and a guidewire was inserted for the catheter exchange. When the physician attempted to remove the catheter, it was obvious that the original drainage catheter had detached within the patient's biliary system. The original catheter was removed, and a new catheter was placed successfully for the patient. The detached tip was left within the patient's biliary system. The physician stated that the foreign body would pass naturally through the patients gi track. The IFU states: the drainage catheter is not intended for use within the biliary system [operator "use error"]. No additional consequences to report.